Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during an open hepatectomy, when the surgeon ligated the vessel, the device was unable to close and the white flag interlock was already engaged. Replaced by another device to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of device. The visual inspection of the device noted no abnormalities. The single use loading unit (sulu) was received with a full complement of staples and the interlock was engaged. Additionally, the interlock was damaged. No damage was noted to the knife blade. A test sulu was loaded into the returned device. The device and test sulu were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur as a result of the engaged safety lock due to improper loading of the cartridge. Replication of the interlock damage may be caused from attempted to close the device after the interlock has become engaged or from rough handling of the device. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.